Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had presented to the emergency for an unrelated issue, it was then discovered that the lead had dislodged. During revision of the other lead, the lead exhibited intermittent capture. The lead was explanted and replaced.